Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of one endo clip* l 10mm pistol grip single use clip applier. The instrument was received partially applied with fourteen remaining clips. The collar that holds the body halves together was disengaged. The trigger was disengaged. The collar and trigger were reinstalled and the instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the disengaged collar condition may occur if an excessive side load is applied to the shaft assembly during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the clip applier device was being applied to a vessel. While pressing the device the handle broke. The surgeon was able to squeeze the handle when the issue occurred. In order to resolve the issue and complete the case, the surgeon used a new device. There was no patient harm.